Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel solution administration set would not prime. The device was being primed with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with no issues noted. The device was gravity tested and the set was blocked at the end of the set at the level of the junction tubing/luer. The reported condition was verified and the cause was determined to be a bonding application failure: excess solvent was delivered from the solvent dispenser on the impacted junction. To address this issue, the production process was updated and awareness training was performed. Should additional relevant information become available, a supplemental report will be submitted.